Event description:
It was reported that one day after pacemaker was implanted, the right ventricular (rv) lead dislodged due to twiddler's syndrome. This was detected by device interrogation during routine follow up. A lead revision was scheduled and according to medical records, this lead remains in service. No additional adverse patient effects were reported.